Manufacturer narrative:
A ge svc rep performed an onsite investigation. The smart switch pcb was evaluated and replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The fe reported that the sys would not boot up. There is not report of death or serious injury.